Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and amp; precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The complaint correspondence indicates that the device was used outside of the indicated use due to calcification and the diameter of the left common iliac artery. The pt presented emergently and complaint info indicates that appropriately seized stent grafts were unable to be used because of the pt's anatomy or the availability of the device. The type iii endoleak was detected after the proximal type I was resolved. With the info provided, we are unable to determine the root cause of this endoleak. The pt's anatomy and the urgency of the procedure was most likely a contributing factor. The IFU shipped with this device clearly indicates that at least one full stent should overlap the contralateral limb of the main body. An iliac leg graft was placed in an attempt to resolve the endoleak. It should be noted that if possible, an iliac leg extension should be used to resolve a type iii endoleak. The use of a leg extension could result in better sealing between the disconnected grafts. An unconfirmed endoleak remained after the last stent graft was deployed and the physician decided to take a wait-and-see approach. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with the failure mode will remain at an acceptable level.

Event description:
A male pt underwent emergent endovascular treatment for aaa impending rupture (during the procedure, cardiac arrest and resuscitation repeated four times). The pt had taken dialysis treatment for ten years. The anatomical form was not suitable for endovascular treatment because heavy calcification was seen in entire access vascular and the diameter of the left common iliac artery was 22 mm. The main body was inserted with the left side approach. The appropriate diameter size (24 mm) of the ipsilateral (left) iliac leg was unable to be prepared, so the physician selected a 20 mm limb for the left iliac leg and then placed main body extension inside it to reinforce the sealing. Final angiography was performed, and it revealed proximal type I endoleak. A main body extension was placed to treat the proximal type I endoleak. After that, it was confirmed that the proximal type I endoleak was resolved, but type iii endoleak, from the connection of the contralateral iliac leg, was found. The physician then placed another iliac leg graft at the connection in order to treat the type iii endoleak. After placing the limb, it was confirmed that endoleak (type was unk) remained. The physician decided to take a wait-and-see approach.